Event description:
Sauleau/contraversive eye deviation during stimulation of the subthalamic region. Female, contraversive eye deviation (ced) could be demonstrated if stimulators were activated separately. Face contraction indicates tonic contractions of the contralateral face.

Manufacturer narrative:
This report is being submitted following an internal audit. See scanned pages.